Event description:
A male pt with a previous history of lung cancer and d.m. (Dialysis), and a pre-procedure diagnosis of calcification at the sealing sites, underwent aaa repair in 2007. The procedure went as labeled but a confirmatory angiogram revealed a proximal type I endoleak, a contralateral distal type I endoleak, and a type iii endoleak of the ipsilateral junction area. Another manufacturer's stents were placed and the endoleaks were resolved. See also 1820334-2008-00144 and 1820334-2008-00146.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that access vessel diameter and morphology should be compatible with vascular access techniques and delivery systems of the profile of a 16 french to 20 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by pt anatomy due to a calcified landing zone.